Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient's driveline (dl) exit site was itchy and had a rash. Cultures of the site proved to be positive for a fungal infection. The patient was treated with terbinafine on an outpatient basis. The site reported that the patient no longer had a rash or itching by (B)(6) 2017. The event is reported to have been resolved on (B)(6) 2017. The primary investigator reported that the event was unrelated to the patient's condition, the study device or to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicates that the patient was actually seen on 16aug2017. The patient¿s driveline (dl) exit site had an erythematous papule-looking rash that covered the whole area under the dl dressing with a scant amount of yellowish drainage. Cultures of this drainage revealed non-spore forming gram positive rods and tinea corporis. The patient was treated with a three-week course of oral terbinafine and topical hydrocortisone. The site reported that the patient no longer had the rash when seen on (B)(6) 2017.